Manufacturer narrative:
The field service engineer determined a reagent probe spline assembly was worn. Probes were flushed with bleach. The gear pump pressure was verified. Precision studies were performed. The spline assembly was replaced and the reagent probe was replaced. Probe adjustments were performed and verified. A mechanism check was successful. The last calibration performed on (B)(6) 2021 was ok and there were no alarms. Quality controls were within range, showing no indication of a reagent performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Event description:
We received a report of a discrepant result for one patient sample tested with bilt3 bilirubin total gen.3 on a cobas 6000 c (501) module. A sample initially run at 08:56 pm, resulted in a total bilirubin value of 16.6 mg/dl and this value was reported outside of the laboratory. An additional sample drawn from the patient at 11:07 pm on (B)(6) 2021 resulted in a total bilirubin value of 8.5 mg/dl. The original sample was rerun, resulting in a value of 8.7 mg/dl. The repeat value was believed to be correct. The total bilirubin reagent lot number was 479941. The reagent expiration date was requested, but not provided.